Event description:
Foley cath inserted without difficulty. At time of removal, staff unable to deflate balloon with syringe. Cath cut in half to drain balloon; unsuccessful. Manual manipulation of balloon through vaginal tissue to squeeze water out of balloon before cath removed. The same issue occurred with second cath inserted in same patient. First cath removed by manual manipulation. Pt taken to surgery for removal of second retained catheter.